Manufacturer narrative:
No product was returned to assist with this investigation. Based upon the information provided, the endoleak occurred due to the patient's adverse anatomy.

Event description:
Proximal type I endoleak after aaa repair due to anatomical abnormality at the renals. A main body extension was placed, but that did not stop the leak, so a second main body extension of the same size was placed and that did stop the leak.